Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report.

Event description:
The complaint is reported as: "during a trial, the anesthesiologist could not pull back on the syringe to get into the "green zone" on the cuff pilot manometer on a size 4 lma evo." No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was ma nufactured according to release specification. The sample was not returned for evaluation; therefore, a reserve sample was selected for evaluation at the manufacturing facility. It was found that the reserve sample was easy to inflate and deflate with a syringe. The complaint could not be confirmed as the actual sample was not returned for evaluation. No issues were found with the reserve sample; however, the actual sample is needed to perform a proper investigation and to determine a root cause.

Event description:
The complaint is reported as: "during a trial, the anesthesiologist could not pull back on the syringe to get into the "green zone" on the cuff pilot manometer on a size 4 lma evo." No patient injury or harm reported.